Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of infusing out of order and was not infusing at the rate it was supposed to infuse. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.